Event description:
Patient reported "capsular contracture baker grade IV", "not dropping into their sockets, all up in the chest, looks like snoopy boob", "did a terrible job", "one was bigger than the other", "was a b cup and ended up with a b cup". Healthcare professional later reported "capsular contracture, baker grade IV", "implant is sitting high and has not dropped". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.